Manufacturer narrative:
Checking the manufacturing charts of the components involved in the event, no pre-existing anomaly was found. We will submit a final MDR as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6) 2025, due to poor bone quality. Patient had poor glenoid bone causing failure of metal back modular baseplate. The following components were removed, and the baseplate was replaced by a different component: smr glenoid peg tt small-r #m (part code 1375.14.652, lot number 2112913, sterilization (B)(4). Smr glenoid baseplate small-r (part code 1375.15.605, lot number 2426231, sterilization (B)(4). Date of previous surgery is unknown. The patient is a female, date of birth (B)(6) 1959. The event happened in the united states.